Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 313 mg/dl. Customer stated that the keypad was not responding and the battery test failed. Customer treated with a shot of 5u. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. No button error alarm was noted. However, moisture damage was noted on the keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.